Event description:
It was reported that the customer received a button error alarm on his insulin pump, and insulin shot out while the customer was filling the tubing. The customer stated the insulin pump may have been pressed as it was being worn on his side. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 297 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm noted. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Insulin pump functioned properly. Insulin pump had an intermittent button response noted during testing due to corroded keypad traces. Insulin pump received with minor scratches on lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.